Event description:
Adverse event(s): "halos" (halo); "poor near vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, a pt with poor near vision and seeing halos following bilateral intraocular lens (iol) implant surgeries. In a follow-up, it was reported that the halos have resolved and the near vision is "better, not perfect". There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/30/2010 and 05/06/2010 by phone, fax, and mail. A completed questionnaire was received on 05/13/2010. (B)(4).